Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported taht 6 months after the dental implant was placed, in ada site #10 of the patient's mouth non-osseointegration was observed. The implant was covered with bone and hygiene around the implant was fair. The patient presented with pain, bleeding and inflammation

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 6 months after the dental implant was placed, in ada site #10 of the patient's mouth non-osseointegration was observed. The implant was covered with bone and hygiene around the implant was fair. The patient presented with pain, bleeding and inflammation.